Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on april 03, 2018 due to low blood glucose. The customer experienced no symptoms. Blood glucose at the time of the admission was 44mg/dl. The customer was off pump greater then 48 hours. The customer states currently while on the phone there blood glucose is 336mg/dl. The customer states there blood glucose started off on 30mg/dl. The customer was assisted with trouble shooting. The customer was advised change entire set, reservoir and insulin and treat per health care provider instruction. The pump is not returning.